Event description:
It was reported to boston scientific that during a therapeutic hydrothermal ablation (hta) procedure, the patient received a burn. The hta machine reached the required temp and a fluid loss was noticed. The doctor stated that the machine generated four alarms, the last one occurred ten seconds prior to the machine switching over into the cool down process. The case was stopped at that point and a burn was noticed. The doctor did not know the severity of the burn. The patient feels it is a 2nd degree burn, and she was treated with silvadene cream for the burn located on the cervical area. During the procedure, the doctor reportedly dilated to 30french, which is 2mm larger then what is recommend.

Manufacturer narrative:
A functional evaluation and testing was performed with 2 procedure sets in accordance to the final test procedure and no problem was found. The potential cause is the doctor overdialated the patient to 30 fr causing a poor cervical seal with the potential for fluid to leak out. (Recommended max dilation is 24 fr) the doctor also over-road fluid loss alarm 4 times prior to terminating procedure.